Event description:
It was reported that a watchman laa delivery system kink was noted after recapture. The patient presented for a left atrial appendage closure (laac) procedure. A 24mm watchman laa closure device & delivery system was advanced through a watchman access system but was not possible to advance past the distal ring due to a kink in the delivery system. A second 24mm watchman laa closure device & delivery system was then prepared and used. However, it was noted during the procedure that it was difficult to pull the delivery system back into the access sheath due to a kink in the delivery system. The procedure was completed by implanting a 30mm watchman laa closure device & delivery system. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed numerous kinks throughout the wds. The shaft was flattened from the tip proximally for 42.5cm. There was no damage noted to the braiding. The implant was received inside the shaft of the device. The was used in the clinical event was not returned for analysis. Functional testing was performed by using a was that met specification. The wds was unable to advance through the was due to the flattened and kinked shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a watchman laa delivery system kink was noted after recapture. The patient presented for a left atrial appendage closure (laac) procedure. A 24mm watchman laa closure device & delivery system was advanced through a watchman access system but was not possible to advance past the distal ring due to a kink in the delivery system. A second 24mm watchman laa closure device & delivery system was then prepared and used. However it was noted during the procedure that it was difficult to pull the delivery system back into the access sheath due to a kink in the delivery system. The procedure was completed by implanting a 30mm watchman laa closure device & delivery system. No patient complications were reported and the patient' status is stable.